Event description:
A customer reported a malfunction alarm on the pump but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance to reset the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code appeared again.